Event description:
It was reported that the radiofrequency programmer head no longer interrogated implantable devices. The programmer head was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head would not interrogate, it failed its uplink tests, and therefore the cable was replaced. Analysis also found that the top lens was cracked. The head was being returned to the manufacturer for repair and restock. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.